Event description:
Patient was presented with stroke symptoms (left complete hemiparesis and global aphasia). There was a presumed thrombus in the distal m1 segment of the right middle cerebral artery (mca). A synchro 0.014 inch guidewire (manufactured by boston scientific) was used to cross the presumed thrombus and a merci microcatheter 18 plus was tracked over the guidewire to cross the thrombus. The guidewire was removed and replaced with merci retriever v 2.5 firm, and an attempt was made to retrieve the presumed thrombus. This same procedure (with synchro 0.014 inch guidewire and microcatheter 18 plus) was repeated for a second retrieval attempt - this time using retriever v 2.0 firm. After these 2 retrieval attempts, there was some recanalization (tici 1 flow) in the mca proximal m1 segment. At this time, no contrast media extravasation was reported. Next, an x-pedion 0.010 inch guidewire was used with a microcatheter 18 plus to prepare for a third retrieval attempt. After crossing the presumed thrombus with the guidewire and microcatheter 18 plus, contrast extravasation was seen into the subarachnoid space after injecting contrast through the microcatheter, indicating a vessel perforation in the m1 segment. No further thrombectomy attempts were made. A CT scan was performed and the results were consistent with a vessel perforation and resultant subarachnoid hemorrhage. Shortly after the CT scan was completed, and after removal of the guidewire and microcatheter, a proximal contrast injection revealed no remarkable extravasation where the vessel was perforated. On the final post-intervention angiograms, there was no visible intimal flap to suggest a flow-limiting dissection or untoward distal cerebral embolization. It could not be determining if the vessel perforation was caused by the use of the x-pedion 0.010 inch guidewire or the microcatheter 18 plus. There was no evidence to suggest that the microcatheter 18 plus malfunctioned. The patient was discharged 6 days post procedure with an mrs of 5 (severe disability; someone needs to be available at all time; care may be provided by either a trained or untrained caregiver). The microcatheter 18 plus instructions for use lists vessel perforation; hemorrhage; ischemia; neurological deficits including stroke; and death as possible complications.